Event description:
Adverse event: [1] undercorrection. A surgeon reports one pt with an undercorrection in the left eye following refractive surgery. The surgeon also stated the pt suffered no harm or injury from this event and there was no loss of bcva. Based on the current info provided, an enhancement procedure has not been performed. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with (B) (4) when add'l reportable info becomes available. (B) (4)